Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to the emergency room due to an arrythmia episode in which they felt dizzy. Technical services was consulted to review a patient initiated interrogation (pii) and found that the patient's arrhythmia was accelerated and transitioned to a ventricular fibrillation (vf) following anti-tachycardia pacing (atp) delivery. A shock successfully converted the patient's rhythm. No additional adverse patient effects were reported. This crt-d remains in service.